Event description:
The patient was diagnosed with ventriculitis and was receiving treatment due to the ventriculitis with the irraflow system. Treatment from the irraflow system began at 11pm. The following day, irras representative and neurocritical care educator, ms. Johnston, was notified from the medical staff that the patient may be retaining fluid because there was a fluid imbalance between irrigation and drainage (not due to patient condition). The patient was taken to CT scan at approximately 12pm where air was observed in the ventricles and drainage tube. The staff inspected the catheter and discovered a tear in the catheter. There was no noted leakage from the catheter prior to CT scan. The field failure of the icgs020 main catheter body side wall observed on (B)(6)2022, 12 hours after device placement. As of (B)(6)2022, abby johnston, irras neurocritical care educator, reported that the patient is doing great under irraflow treatment. Her assessment was that the manipulation was required for the new catheter replacement. Attempts have been made to submit this report for some time. As the new head of ra for irras, needed to open an esg acct. And with esg helpdesk since (B)(6) 2022 to get access to FDA's esg due unknow computer problems preventing completion of test esg required submissions. This follow up is created at FDA request to remove h1 box check, and remove noe box check.

Manufacturer narrative:
CT scan results: air in the ventricles was observed. · the medical staff examined the catheter to assess the state of the device. Inspection of the catheter found a tear in the catheter (estimated about 3mm) near the distal end of the bifurcation allowing irrigation liquid to leak out of the catheter. · the observed hole in the catheter resulted in the decision to replace the catheter. Assessment by reporting institution was that additional procedural trauma resulted from having to remove the damaged catheter and replace with a new sterile catheter to continue with treatment using the irraflow cns system. The catheter was returned and examined. The size of the tear makes it very unlikely that a surgeon would not observe the tear during placement. The complaint description states the leak was identified approximately 12 hours after device placement; it is not clear when the catheter was damaged, whether it was damaged during placement, or the failure occurring later. It is stated that the catheter hole was found after there was a reported imbalance between the irrigation fluid entering the patient and the drainage fluid removed from the patient. Multiple videos and pictures were done showing the damage to the main body of the catheter, between the catheter hub and the main catheter body. The edges of the tear do not appear smooth, but jagged and non-uniform. The material design of the catheter is pellethane 2363 80ae tpe material which tends to resist tear propagation and requires significant stretch prior to break. The jagged cut does not suggest a radial cut due scissors or scalpel, but could leave open the possibility these tools nicked the outer extrusion and the jagged structure was the result of later tearing. Attempts to recreate the tear in the bench top setting were unsuccessful using: 1) razor blade, and 2) a needle. A tentative conclusion can be reached that the irrigation lumen wall was compromised (e.g. Fatigue, thinning, embrittlement, stapling, suturing, scalpel, scissors, or other means) and at the time of the investigation of the catheter post-removal and decontamination, the tear propagated likely due to a force on the catheter as evidenced by the jagged wall formation on each side of the lumen. It cannot be determined how the original damage to the catheter occurred. Discussion with the cmo rose medical was had for review damaged catheter. The cmo stated that the damage looks like it came from the inside out, no direct evidence of a cut or abrasion that would have made a hole so large .scenario one, user might have put the stylet in the irrigation lumen by mistake. Undetermined the root cause of the failure. A tentative conclusion with reservation is the irrigation lumen wall was compromised (e.g. Fatigue, thinning, embrittlement, stapling, suturing, scalpel, scissors, or other means) and at the time of the investigation of the catheter post-removal and decontamination, the tear propagated likely due to a force on the catheter as evidenced by the jagged wall formation on each side of the lumen. No change to disposition. Monitor post-market surveillance for frequency of occurrence. No further information is expected.

Manufacturer narrative:
CT scan results: air in the ventricles was observed. The medical staff examined the catheter to assess the state of the device. Inspection of the catheter found a tear in the catheter (estimated about 3mm) near the distal end of the bifurcation allowing irrigation liquid to leak out of the catheter. The observed hole in the catheter resulted in the decision to replace the catheter. Assessment by reporting institution was that additional procedural trauma resulted from having to remove the damaged catheter and replace with a new sterile catheter to continue with treatment using the irraflow cns system. The catheter was returned and examined. The size of the tear makes it very unlikely that a surgeon would not observe the tear during placement. The complaint description states the leak was identified approximately 12 hours after device placement; it is not clear when the catheter was damaged, whether it was damaged during placement, or the failure occurring later. It is stated that the catheter hole was found after there was a reported imbalance between the irrigation fluid entering the patient and the drainage fluid removed from the patient. Multiple videos and pictures were done showing the damage to the main body of the catheter, between the catheter hub and the main catheter body. The edges of the tear do not appear smooth, but jagged and non-uniform. The material design of the catheter is pellethane 2363 80ae tpe material which tends to resist tear propagation and requires significant stretch prior to break. The jagged cut does not suggest a radial cut due scissors or scalpel, but could leave open the possibility these tools nicked the outer extrusion and the jagged structure was the result of later tearing. Attempts to recreate the tear in the bench top setting were unsuccessful using: razor blade, and a needle. A tentative conclusion can be reached that the irrigation lumen wall was compromised (e.g. Fatigue, thinning, embrittlement, stapling, suturing, scalpel, scissors, or other means) and at the time of the investigation of the catheter post-removal and decontamination, the tear propagated likely due to a force on the catheter as evidenced by the jagged wall formation on each side of the lumen. It cannot be determined how the original damage to the catheter occurred. Discussion with the cmo rose medical was had for review damaged catheter. The cmo stated that the damage looks like it came from the inside out, no direct evidence of a cut or abrasion that would have made a hole so large. Scenario one, user might have put the stylet in the irrigation lumen by mistake. Undetermined the root cause of the failure. A tentative conclusion with reservation is the irrigation lumen wall was compromised (e.g. Fatigue, thinning, embrittlement, stapling, suturing, scalpel, scissors, or other means) and at the time of the investigation of the catheter post-removal and decontamination, the tear propagated likely due to a force on the catheter as evidenced by the jagged wall formation on each side of the lumen. No change to disposition. Monitor post-market surveillance for frequency of occurrence. No further information is expected.

Event description:
The patient was diagnosed with ventriculitis and was receiving treatment due to the ventriculitis with the irraflow system. Treatment from the irraflow system began at 11pm. The following day, irras representative and neurocritical care educator, (B)(6), was notified from the medical staff that the patient may be retaining fluid because there was a fluid imbalance between irrigation and drainage (not due to patient condition). The patient was taken to CT scan at approximately 12pm where air was observed in the ventricles and drainage tube. The staff inspected the catheter and discovered a tear in the catheter. There was no noted leakage from the catheter prior to CT scan. The field failure of the icgs020 main catheter body side wall observed on (B)(6) 2022, 12 hours after device placement. As of (B)(6) 2022, (B)(6), irras neurocritical care educator, reported that the patient is doing great under irraflow treatment. Her assessment was that the manipulation was required for the new catheter replacement. Attempts have been made to submit this report for some time. As the new head of ra for irras, needed to open an esg acct. And with esg helpdesk since may 17, 2022 to get access to FDA's esg due unknow computer problems preventing completion of test esg required submissions.